Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending (lad) artery. Pre-dilatation was performed and the 3.0 x 15 mm xience alpine stent delivery system was advanced and crossed the target lesion. The stent was implanted and post dilatation was performed. A distal edge dissection was noted and a 2.75 x 12 mm xience alpine stent was implanted to cover the dissection. Final angiography showed good results. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.